Manufacturer narrative:
Visual evaluation of the returned device found that the device had the carrier extended. The device was disassembled and it was found the internal nitinol wire was broken. Functional evaluation found that due to the nitinol wire being broken, when the device was actuated it was unable to retract the needle. The break was probably caused by cyclic bending fatigue and torsion overload, however considering all the information available a definite root cause could not be determined. A search of the complaint database revealed that no other complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a capio suture capturing device was used in a sacrospinous fixation procedure on (B)(6) 2013. During preparation, prior to loading the suture, the device was tested and the carrier did not retract properly. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a capio suture capturing device was used in a sacrospinous fixation procedure on (B)(6) 2013. During preparation, prior to loading the suture, the device was tested and the carrier did not retract properly. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4).